Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation, white biological tissue, weight within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: d.10, g.1, h.3, h.6.

Event description:
Health professional reported left side acute hematoma 9 months post surgery, and double capsule. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was hematoma. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side acute hematoma 9 months post surgery, and double capsule. Device was explanted.